Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event for the sam pt involving two separate products; associated mdrs #1225714-2013-01658, 1225714-2013-01659.